Event description:
Padgett dermatome sent numerous times for repair; there was a delay in surgery reported. There was no pt injury. Integra has requested add'l clinical info. The precise info regarding the cause for and time of surgical delay was not provided.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.